Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a tower door was failed. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware failed. A field service engineer repaired pocket c3 in drawer 5.2. The customer also reported repeated failures with tower door 1. Although the latch was recoverable, fse powered down the system and replaced the micro switches. Then accessed the hardware test application (hta) and completed a final test. The customer confirmed successful access to both the cubie pocket and the tower door. The system functioned as intended after the field service engineer repaired the device.